Event description:
On (B)(6) 2014, the physician's assistant (pa) reported that the patient's mother reported at the last visit on (B)(6) 2013, that the patient had been experiencing a recent increase in seizure frequency in the first few weeks of (B)(6). This increased seizure frequency was above pre-vns baseline levels. It was believed the increased seizure frequency was related to the patient's growing levels against the amount of medications he is currently on. The pa stated that it is always difficult to titrate medications when patients are growing, as this patient is. However, the pa stated that he also believed the increase may be related to lack of therapy from the neos condition of the vns device. The pa went on to say that he and the patient have been extremely happy with vns and overall there has been a marked improvement in the patient's seizure levels until recently. Clinic notes dated (B)(6) 2013 indicate the patient's mother feels the vns is working based on the periodic voice change with stimulation and cessation of seizures while swiping the magnet over the generator. Vns replacement surgery is likely, but has not occurred to date.

Event description:
It was reported that the patient underwent generator replacement due to battery depletion, near end of service. The generator has not been received to date.

Event description:
It was reported the device was discarded.